Event description:
General report received of an unspecified number of undocumented incidents of no flow. The secondary tubing sets were being used for piggyback deliveries of unspecified antibiotics and were connected to the y-sites of unspecified primary tubing sets. After unspecified lengths of time in use, it was noted that the antibiotics did not deliver. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the information known by the reporter upon query by hospira personnel.